Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1018469 quality notification and maintenance analysis and the no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe plunger rod broken. The probable cause for the occurrence is related to failure at syringe assembly station. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h10.

Event description:
It was reported that syringe plastipak 20ml s/su plunger rod was damaged. The following information was provided by the initial reporter: when removing the syringe from its package and test the plunger, it was noticed that it's with a part chipped.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe plastipak 20ml s/su plunger rod was damaged. The following information was provided by the initial reporter: when removing the syringe from its package and test the plunger, it was noticed that it's with a part chipped.